Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch and wired footswitch intermittently did not work during a diagnostic vascular procedure. The user had to press the footswitch again to activate x-ray. The procedure was completed as planned. Analysis of the log file showed that the reported problem was caused by pedal tapping. When the foot pedal is pressed and released within a second, x-ray will not activate. It is unknown what caused the pedal tap. A philips engineer inspected the system onsite and re-paired the wireless footswitch to the wireless footswitch base station. The system was returned to use in good working order. To date, the issue has not recurred. Updated codes based on investigation.

Event description:
It has been reported to philips that during a diagnostic procedure, it was found that the wireless footswitch and wired footswitch were intermittently not functioning. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.